Event description:
It was reported that a black speck of dust was found in the loading basin after opening the delivery catheter system (dcs) and compression loading system (cls) and placing them into the loading bin. It was unclear if the dust originated from the delivery system container, loader system, or the environment, such as the air vent on top of the loading station. New delivery system and loader were opened with no contaminants observed.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx ls; product ID l-evolutfx-2329 (lot: 0013238842); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.